Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, e1, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion) h11. At this time, the customer has not requested for getinge to repair the unit. The battery was expired. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. Customer use of the equipment has not been approved.

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) had a battery unavailable. There was no patient involved.

Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump(iabp) had a battery unavailable. There was no patient harm or injury reported.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.